Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, during the stapling, the device was not firing. The surgeon was able to press the green button, but was unable to squeeze the handle. The stapler did not close the load, it was locked. Opened another new device with the same lot umber to complete the procedure. There was no patient injury.